Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. Surgeon comment: "patient was being treated by a visiting orthopedic surgeon since 2010. In 2010, he met with a road traffic accident and opened fracture of left shaft of femur, closed fracture of lateral malleolus of right ankle and severe head injury involving the left side of the forehead. The left femoral shaft fracture was fixed with sign nail. He also developed epilepsy due to the head injury which was fully controlled with continual medication. He was walking well without clutches but the sign nail repeated fractured despite of no trauma or epileptic attack. The first time was in 2011, then 2014 and 2016. The site of implant failure was at the fracture site. Patient underwent exchange nailing of left femur on each occasion. He did well after each surgery and was able to walk well without clutches. The most recent incident happened when he was walking normally when suddenly he felt pain in his left thigh on (B)(6) 2016. He had an x-ray done and found the sign nail fractured. Patient is slightly overweight. Patient did not bring his old x-rays. The proximal half of the sign nail was easily removed. The distal half failed to move despite of attempts to pull it out. K nail was then used to push it out through the greater trochanter." The broken im nail was replaced with a 10mm x 400mm, standard nail per the sign technique manual.